Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine office visit, a telemetry link could not be established with the device.